Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days following implant of the cardiac resynchronization therapy defibrillator (crt-d) system, the physician noticed pericardial effusion and performed drainage of the pericardial fluid. When the device check was performed, a slight increase in the atrial pacing threshold was observed. The physician presumed that the pericardial effusion was caused by the site where the atrial lead had been implanted, or some event on the implant process of the atrial lead, however, the clear cause of the even was unknown at the point of the report. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.